Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The spike had reportedly come out of the bag. The tsr advised the hp to start over again using new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the spike came out of the supply bag. The lot number is unknown, therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a follow up with the nurse, the nurse stated that she was aware of the spike coming out of the bag. The nurse stated that she changed out the transfer set and gave a prophylactic antibiotic due to possible contamination. The nurse stated that there were no defects with the supplies. The nurse stated that the home patient did not push the spike in all the way. There was no patient injury or medical intervention associated with this report.